Manufacturer narrative:
Since no patient ID is available, the gore event number was used as the patient identifier. The patient age and patient gender reflects the mean age and gender stated in the article. The date of online publication was used as the event date. Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted.

Event description:
The following publication was reviewed: ¿long-term follow-up after stent graft placement for access-site and access-related vascular injury during tavi ¿ the bonn-copenhagen experience¿(alexander sedaghat et al., international journal of cardiology 281, published online 29-dec-2018). The article analyzed the outcome of 71 patients who had undergone transcatheter aortic valve implantation (tavi) between march 2010 and october 2015 with implantation of a gore viabahn® endoprosthesis (30/71) or fluency stent graft (40/71) to treat access-site or access-related vascular injury (asarvi). Implantations were mostly due to access-site bleeding complications (83.1%) in the common femoral artery (97.1%). Follow-up was performed with duplex sonography in all patients after a median of 3.9 years after tavi. The article includes the following case: an intervention was necessary to snare the stent-graft. No additional info in regards to the case was provided in the article.